Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited high out of range shock impedance measurements due to suspected fracture. An x-ray was not yet completed, therefore the fracture could not be confirmed. Rhythmcare provided device data review and discussed further options for this patient. This system is expected to be explanted and replaced with a transvenous system at a future date, however currently remains in service. No adverse patient effects were reported.